Manufacturer narrative:
New information states that the replacement procedure was performed on (B)(6) 2017. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that when the patient presented to the hospital with presyncope, the device could not be interrogated. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically and replaced. The patient was stable before during and after the procedure.

Event description:
New information states that when the patient presented to the emergency room, before the ICD was explanted; she had symptoms of weakness and breathing difficulty. A heart catheterization was performed and it confirmed that the patient suffered congestive heart failure.